Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, a 4mm x 8cm galaxy g3 xsft coil (glx120408, l16055) was attempted to be delivered to a concomitant microcatheter (headway17, terumo). However, the coil came out of the gap at the tip of the sheath introducer. The coil was not able to be delivered so, it was not used in the patient. It was replaced with another coil and the procedure was completed. The customer states there is no additional information available. One non-sterile unit galaxy g3 xsft 4mm x 8cm was received inside of a pouch. The received device was visually inspected, the dpu was found with several kinks. Then a microscopic analysis was perform and the embolic coil was found stretched and protruding from the introducer. No other damages were observed. A manufacturing record evaluation was performed for the finished device l16055 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿ coil introducer - prescore rupture¿ was confirm, the embolic coil was found protruding from the introducer. However the kinked condition noted on the dpu may contributed to the failure. The damaged condition appears to have been caused by excessive force. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. The instructions for use (IFU) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization, a 4mm x 8cm galaxy g3 xsft coil (glx120408, l16055) was attempted to be delivered to a concomitant microcatheter (headway17, terumo). However, the coil came out of the gap at the tip of the sheath introducer. The coil was not able to be delivered so, it was not used in the patient. It was replaced with another coil and the procedure was completed. The customer states there is no additional information available. Based on the device investigation of the product involved, the embolic coil was noted to being stretched.